Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error, specifically misalignment of the insertion. The complaint allegation was not confirmed. The picture attached does not show evidence of the failure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that a screw went right through an ar-8952ml-05l l-plate during insertion. The screw had zero fixation against the plate. This was discovered during a distal radius fracture procedure on (B)(6)2027. No further information was provided. Additional information requested.